Event description:
It was reported that the user received an ¿unable to proceed¿ alert during the fill tubing step of a supply change, with no other alarms noted, and the issue resolved only after performing a dry run and then completing the supply change with new supplies, after which insulin delivery was resumed without impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no change to glycemic control and no need for medical intervention. Investigation included troubleshooting with a guided dry run and user education on completing a full supply change using new components. Investigation of this case revealed that the system functioned as expected during the dry run and after replacement of supplies, indicating the issue was linked to disposable components rather than a persistent device malfunction. It was concluded that the event was addressed through supply replacement and user guidance, with no ongoing device performance concerns.